Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. There is no report of serious injury or death associated with this event.

Event description:
Lap. Nephrectomy- evaluation eb010 deventer ziekenhuis, (B)(6): after 10-15 successful sealing and dividing tissue, the knife of the eb010 blocked and the jaw couldn't be opened anymore. Dr. (B)(6) was the operating urologist and used the eb010 for the 2nd time in this evaluation. The 1st time she used it, she remarked that because of her hand size (glove 6,5) it is difficult to close/lock the jaws and activate te seal button. She had muscle soreness in her hand after this procedure. But no problems like this in the 1st case. During this procedure I had the idea that she didn't lock the jaw complete when the incident was happening. Sealing is possible, but activating the knife not and she knows that. Her comments: ligasure is less heavy to close, and the seal activation button and rotating button is ergonomically better positioned there was no harm to the patient during this procedure. Additional information received per email on march 2, 2017: when the knife of the eb010 blocked and the jaw couldn't be opened anymore the user tried to retract the blade by manually pushing the blade lever forward but it was not possible to do at that moment. The user tried to release the jaws, but the jaws wouldn't be opened. The tissue was not thick and delicate, so the user could tear it and take the instrument out without opening the jaw. No patient harm or bleeding because of this. When the instrument was taken out of the sterile field, the tm was able to open the knife with more than average force, and was able to open the jaw, but when he closed the jaw again it was not possible to open it. He then tried to open it again for several times, but it was not possible to do this anymore. Type of intervention: n/a. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon visual investigation, engineering observed the device was returned in the latched position with blood and eschar buildup on the sealing surfaces and in the blade channel of the device. During functional testing, engineering confirmed that the handle would not disengage and return to unlatched position. They observed that a component that allows the trigger to be engaged to the handle, was bent. Engineering readjusted the shape of the component and found that the trigger was able to engage and disengage as intended. Upon further inspection, engineering actuated the blade on porcine tissue and confirmed that the blade was able to retract smoothly along the full length of the jaws without sticking or rough actuation. The inability to open the jaws was due to a bent component within the trigger of the handle. If the handle is immediately actuated before completely unlatching, there exists the possibility of the component becoming bent and thereby causing the handle to become stuck and the jaws to remain in the locked position. The root cause of a "blocked knife" could not be confirmed as engineering was unable to replicate the event. The instructions for use states, "if the blade does not return to the starting position automatically, manually push the blade lever forward to retract the blade." Similar events have indicated that excessive blood and eschar build-up, overfilling the jaws, or attempting to open the trigger while the blade is activated, can contribute to a "blocked knife". Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.